Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted infusion pump with unknown drug for non malignant pain. It was reported that hcp stated the reason for the MRI was to check for a broken intrathecal catheter. No symptoms reported.